Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was confirmed as a needle to cuff miss/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with a proglide device via a 8f sheath using the pre-close technique prior an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, there was no suture present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f sheath and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. An additional proglide device was returned that was used in the same procedure. Although it was reported there was no malfunction, the device returned with blood on and in the device. In addition, the posterior needle tip was ejected from the posterior needle shank and was undisturbed. The barb of the anterior needle was scratched, and the tip was bent. There was a bend on the anterior needle. The sheath was kinked distal to the guide.